Event description:
It was reported to philips that the device gave a remote alert indicating the image processing computer had a memory problem, which can impact imaging. There was no reported patient or user harm. A philips field service engineer (fse) replaced the image processing computer with a hard drive and returned the system to use in good working order. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred before start of the procedure. The customer started the procedure and completed as planned after restarting the device. The philips remote service engineer (rse) analysed the system remotely and confirmed that the ippc memory had problem. A review of the system logfiles found ippc memory error. Rse ordered the ippc for replacement. Philips has initiated a field safety corrective action (2023-igt-bst-027). Fse replaced the ippc in another case. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.